Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). Contact person- (B)(6) the affected product was not requested to return for manufacturer's laboratory investigation as the failure is known to mcp and was thoroughly investigated by CAPA (B)(4). Corrective and preventive actions have been established in CAPA (B)(4) based on the root cause analysis: development and implementation of an optical inspection of the raw material (membrane). Development and implementation of a new punching process. Improvement of the packaging of the membrane rolls at the supplier. Prevention of pressures above the tolerance in pressure test units (revision/enhancement of basic operating procedures). Full further investigation and all other actions and the effectiveness thereof will be carried out as part of the CAPA investigation. The corrective and preventive actions above based on the rca have a projected timeframe for completion.

Event description:
A (B)(6) patient with a diagnosis of coronary anomaly was operated, and required ECMO va procedure as a postoperative treatment for myocardial dysfunction. The first day of assistance, the oxygenator presented a technical failure. In their patient's assistance registers after 6 hours from surgery, it was noted a decrease of gradients between pre and post membrane until losing it, and later it was confirmed the loss of liquid by the venous air escape valve. The corresponding measures were taken. There was no external cause that caused the oxygenator breakage. The oxygenator was replaced by another one and procedure could continue with no problem, as the assistants took the right measures in the right time. The change of the oxygenator was due to the blood leakage in the port of aeration. No harm to the patient was reported. Internal reference: (B)(4).